Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal peritoneal catheter (ID 823074) was returned for evaluation: failure analysis - the catheter was visually inspected, no defects noted. The catheter was irrigated, no occlusions noted. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris occluding the catheter or due to a kink in the catheter.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828814) and bactiseal peritoneal catheter (ID 823074) were implanted in 2023 due to unknown reason via ventriculoatrial (va) shunt at an unknown setting. On (B)(6) 2026, the valve and catheter were removed due to suspicion of obstruction. According to the information provided, it is unknown if the patient experienced any signs and symptoms due to the suspicion of obstruction. It is also unknown what the current status of the patient is.